Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms. Loss of capture was also observed on the ra channel. The ICD was reprogrammed to vvi 50 and remains in service. No adverse patient effects were reported.